Manufacturer narrative:
Correction: patient has ipg, not ICD as previously noted in event description. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient has an implantable pulse generator (ipg), not an ICD.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had multiple hospitalizations for syncopal events. The patient stated their implantable cardioverter defibrillator (ICD) "went bad." It was noted that the device was explanted and replaced non-prophylactically. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.